Event description:
A surgeon reported that six months after glaucoma filtration device implantation, a patient was experiencing decreased corneal endothelial cell loss. One week after surgery the surgeon performed suture lysis on one sulture. One and two months following surgery, the surgeon performed additional suture lyses.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found and the product was released according to release criteria. No sample was returned because the device was implanted; therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There have been no other similar complaints reported in the lot number. Additional info has been requested. (B)(4).